Manufacturer narrative:
This report is filed on may 15, 2017.

Manufacturer narrative:
This report is submitted on march 22,2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a cholesteatoma at implant site resulting in the decision to explant. The device was explanted on (B)(6) 2017, re-implantation is planned but has not taken place as of the date of this report.